Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous vessel below the knee. A coyote es mr 2mm x 20mm x 143cm balloon catheter ruptured. The procedure was completed with another same device. No patient complications were reported and the patient's status is good. Additional information was requested but not provided.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous vessel below the knee. A coyote es mr 2mm x 20mm x 143cm balloon catheter ruptured. The procedure was completed with another same device. No patient complications were reported and the patient's status is good. Additional information was requested but not provided.

Manufacturer narrative:
Device evaluated by manufacturer the coyote es catheter was received with no original packaging or other devices. The tip was flared. When positive pressure was applied with an inflation device, the balloon filled with water, a stream of water emitted from a pinhole adjacent to the proximal edge of the distal marker band. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).